Manufacturer narrative:
B3 date of event - aware date used as event date is unknown. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that the device embolized. A left atrial appendage (laa) closure procedure was performed, and a watchman laa closure device was implanted. Six (6) weeks post procedure the closure device embolized and open-heart surgery was required to retrieve the device. A pacemaker was also implanted. The patient was reported to have recovered from this event.